Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph of the sample was performed. The reported issue of the transfer set disconnecting from the titanium adapter could not be verified: however, it was noted that the transfer set tubing had separated from the patient adapter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number of the device was either h16c09023 or h16c24030. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had disconnected from the titanium adapter while the patient was getting ready to take a shower. There was no allegation against the titanium adapter and at the time of the reported event, the transfer set was in use for about four months. There was no patient injury or medical intervention associated with this event. No additional information is available.